Event description:
Caregiver had removed pt. Sq needle and stored in cassette with needle attached in ziplock bag. Picked up bag to dispose of needle. Experienced a needle stick to side of hand. Caregiver had also stuck self with same needle.